Event description:
There is no information available regarding this event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined the event cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: country: australia.

Event description:
It was reported that during surgery, the unit is taking too thick skin. It was unknown if there was patient injury, or delay. Due diligence is complete and there is no additional information available.